Event description:
It was reported that the customer experienced high blood glucose of 32.7mmol/l, and the blood glucose was treated with the insulin pump. It was stated that the device was not delivering the bolus and the blood glucose continues being high as 30mmol/l. Troubleshooting was performed. The manual prime test was performed and the insulin did exit. The alarm history shows several no delivery alarms. The displacement test passed. Instructed the caller to remove the reservoir from the insulin pump and found that the reservoir shows more insulin than the status screen. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.